Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000324, serial/lot #: unknown. A medtronic representative went to the site to test and service the equipment. It was stated that the rotor optical sensor was damaged by a medtronic representative while the system's gantry was being serviced. The optical sensors were replaced, thus resolving the issue. The system then passed the system checkout and was found to be fully functional. No parts were received for further analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the rotor optical switch was damaged. There was no patient present when this issue was identified.